Event description:
The customer reported that the system displayed an error code while the patient was on the table. The system was rebooted to complete the case. No patient injury was reported.

Manufacturer narrative:
Results: displayed. The system was repaired, found to be operating as intended, and released to the customer for use.